Event description:
Customer is concerned about a potential false negative result for flu a, flu b and &/or sars on 3 different patients (patients tested negative for all 3 analytes). No conflicting testing results exist and no confirmation testing was performed on any of the samples, the concern is based solely on the symptomatic status of the patients. Report 2 of 3.

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends for the reported issue for this lot. A review of the DHR found that the lot met all release criteria. Root cause: unable to determine. Source: phone.